Event description:
A nurse reports the system could not build vacuum up above 250-270 mmhg during I/a mode. They switched out two machines and both had the same vacuum issue. They also changed cassette out, but were unable to build vacuum up. There was no patient injury associated with this event, however the case took a little longer to complete. Cancelled 16 cases for that day.

Manufacturer narrative:
Determination of root cause: assessment: a company service rep checked both systems used in this event and found them to meet performance specifications; unable to duplicate performance problem reported. Conclusion: no corrective action required at this time.